Manufacturer narrative:
The device has been received by medtronic (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the tip of the device broke off. The surgical team was testing the seating (attachment) of the bur in the drill prior to use and the tip of the bur broke off. The fragment was nowhere near the patient nor had patient contact. There was no patient impact.

Manufacturer narrative:
Date manufacturer received: july 27, 2016. The product analysis indicates that one un-sealed sample of part number 1882900 from lot number 62818000 was received. The equipment used for evaluation include a microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers. When compared to the assembly drawing, 0.695¿ of the distal cutting tip broke off, which would have resulted in the reported event. The break point corresponds to the distal end of the locking collar, which likely indicates failure under shear or bending load. This device was manufactured june 20, 2009 and delivered to this customer on october 1, 2009. Although the customer indicated the bur broke during testing / seating, and before actual use, the item was returned in a sterilization bag and had wear marks on the shaft indicating use (likely from previous use(s)). The drill is reusable however the life of the device is contingent upon many factors including extent of usage and handling. Method: actual device evaluated. (B)(4). Conclusion: use error caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.